Event description:
During a laparoscopic nissen procedure the safety shield did not function properly. The surgeon applied another device to complete the procedure. No pt injury was reported. Expiration date 6/30/2001.